Event description:
Healthcare professional reported left side seroma fluid. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma fluid" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "seroma fluid," "ruptured shell."

Event description:
Additionally reported were "ruptured shell" and "any creases".

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: analysis of the returned device identified the weight the device within specification, yellow particles and red particles in the shell and deformation. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing.